Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2021 the patient underwent a mako robotic assisted left medial unicompartmental knee arthroplasty. It is alleged on or about (B)(6) 2022, the tibial component had fractured and he underwent a total knee revision on (B)(6) 2022.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mako baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported through the filing of a lawsuit that allegedly on or about february 10, 2021 the patient underwent a mako robotic assisted left medial unicompartmental knee arthroplasty. It is alleged on or about (B)(6) 2022, the tibial component had fractured and he underwent a total knee revision on (B)(6) 2022. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.